Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (forceps).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) dilatation procedure performed on (B)(6) 2025. During the procedure, the black sheath (rx tunnel) detached from the balloon catheter and was stuck in the scope. While advancing a stent over the guidewire, the rx tunnel was pushed out of the scope and into the patient. The rx tunnel was removed from the patient using forceps. Guidewire access was lost, and the scope was removed to cannulate again. It was reported that the procedure was completed with another device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (forceps). Block h11: investigation results- the returned hurricane rx dilatation balloon was analyzed. Only the detached black sheath (rx tunnel) was returned. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of rx tunnel detachment was confirmed. Most likely procedural factors as handling of the device, or the technique used by the physician, could have resulted in the detachment of the rx tunnel during the procedure. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) dilatation procedure performed on (B)(6) 2025. During the procedure, the black sheath (rx tunnel) detached from the balloon catheter and was stuck in the scope. While advancing a stent over the guidewire, the rx tunnel was pushed out of the scope and into the patient. The rx tunnel was removed from the patient using forceps. Guidewire access was lost, and the scope was removed to cannulate again. It was reported that the procedure was completed with another device. There were no patient complications reported as a result of this event.